Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue was confirmed. Based on the visual and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents for inflation issue or a shaft break/separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
The procedure was to treat a lesion in the mid circumflex artery with no tortuosity or calcification observed. After pre-dilatation, the 3.0x18 mm device was placed at the lesion site but the delivery system balloon could not be inflated. No inflation at all; even going up to 14 atmospheres without any reaction. It was impossible to inflate the delivery system balloon. There had been no resistance during sheath removal or advancement of the delivery system to the target lesion. The device was removed and a drug eluting stent was successfully placed with the same guiding catheter, guide wire and indeflator. The nurse could not feel any resistance at any time during preparation; everything was normal like it should be. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.